Event description:
The reported incident concerns an asc 2000 surgical table owned by a hospital in another country. The hospital informed steris that the base of the table unexpectedly shifted downward during procedure and injured the foot of the doctor performing the surgery. The surgeon's toe nail came off and his foot reportedly bled. The patient was not injured. Another surgeon continued and completed the procedure.

Manufacturer narrative:
The subject table was manufactured by another country MFR. Upon learning of the incident, distributor contacted mediland and requested that mediland investigate the cause of the event. After reviewing the available information, mediland concluded that the event was most likely caused by improper operation of the table's floor lock pedal, a manually operated pedal that allows the user to position and lock the table into place. When the table is properly locked, the base is slightly elevated. If the floor lock pedal is not properly engaged, the base can move downward, as it apparently did in this case. Distributor has not received reports of any similar incidents and according to mediland this was an usual occurrence.

Event description:
Steris contacted the facility for more information on the affected employee, however no additional information was available.